Event description:
It was reported that during a coronary intervention a buddy wire was used to assist with xience skypoint stent placement; however, after the xience skypoint stent was implanted, the buddy wire became jailed. Resistance was met during removal of the buddy wire and removal of the buddy wire may have caused the stent to become deformed. Post dilatation was attempted, but nothing would pass through the implanted stent. Some time later, the patient was re-hospitalized and the stent successfully post-dilated. No additional information was provided.

Manufacturer narrative:
Date of event - estimated, treatment / therapy start date - estimated , the unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Subsequent to the initial medwatch report, it was noted that this complaint [a1; patient identifier: (B)(6)] was also reported under a1: patient identifier (B)(6). The final report was filed under a1: patient identifier (B)(6). No investigation required because the complaint is a duplicate of (B)(6). Please see (B)(6) for complete information. H6: medical device problem code: 2976, 2915, 1528 - removed. H6: health effect - impact code 4607, 4641 - removed.

Event description:
Subsequent to the initial medwatch report, it was noted that this complaint [a1; patient identifier:(B)(6)] was also reported under a1: patient identifier (B)(6).the final report was filed under a1: patient identifier (B)(6).